Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-73605.

Event description:
The customer reported via phone call that she was hospitalized with low blood glucose on 3/3/2012. Customer stated her blood glucose value was 26 mg/dl; she fell and was in a coma for 3 months. The customer also mentioned she experienced low blood glucose of 34 mg/dl the morning of the call. She had been using the new device for about 6 months. The customer stated the hospitalization was with an old insulin pump that she no longer has.